Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and passed. A charge and boot test was performed and passed. The data log was downloaded and retrieved. The data was reviewed and findings related to the complaint were observed in the investigation window. The complaint confirmation of an error iron was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.